Event description:
It was reported that the healing abutment would not insert into the implant 100%. The doctor tried several times and even backed out the implant a bit. Another ha was used and seated on the first attempt.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: health effect clinical code was added: 4582. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) heal collar 4.5x5.5, 3mm (hc453) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Damage threads. Malfunction. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2021120755). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021120755) for similar events and no other complaint was identified. Functional testing was performed with in-house mating implant. The device could not seat ¿ could not be threaded into the implant. Therefore, the reported event was recreated. A definitive root cause could not be determined. However, based on the investigation and risk review, the most likely cause determined from the investigation is excessive torque applied during placement/seating. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.